Event description:
I had allergan silicone smooth implants 305cc¿s placed under muscle for breast augmentation (B)(6) 2010. Two years later I started experiencing fatigue, persistent swollen neck glands, intermittent low grade fevers which were persistent for about 6 moths to the point of not being able to move after 3 pm in the day. Mt primary care doc ran blood tests but nothing came back concerning. However, anytime I tried to work out I would get exhausted and sick for days. Things seems a little better after that initial 6 month flare but I continued with the symptoms for many years and until this day. The biggest problem I thought was my persistent swollen glands, body aches, fatigue. I consulted with 2 different ents and they recommended removal of my tonsils. I was (B)(6) at the time. They both said it was unusual to have inflamed neck glands at my age. I opted not to get them removed and tried to manage my symptoms. (B)(6) 2019 I started noticing breathing difficulties. A pulmonologist diagnosed me with asthma fall of 2019. I had never had asthma before yet they said I had only 70% lung function without using an inhaler. I have also had other symptoms of dry red or discolored eyes, dry mouth which can be extreme especially at night, body aches, joint stiffness, brain fog (decreased memory, forgetting basic things, focus issues), hair loss. All of these things started approximately 2 years after implants were placed. Here are the summary of symptoms that started after implants: - swollen neck glands- low grade fevers-body aches-fatigue-brain fog-discolored dry eyes-dry mouth/thirsty-hair loss. FDA safety report ID # (B)(4).